Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Downstream occlusion (dso) seal has a crack and remote dose connector is bent. Functional test performed. Test failed (device doesn't recognize the remote dose handset). The problem stated by the customer - "bolus connector is defective" - was duplicated. However, the defective bolus connector is not considered a reportable event. The cracked dso seal is considered a reportable event. The most likely root cause for the reportable malfunction is that the device was dropped. To resolve this problem, dso seal will be replaced. Device passed all functional tests before it was shipped back to the customer.

Event description:
The following information was provided by the initial reporter: it was reported that the bolus connector was defective. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: it was reported that the downstream occlusion (dso) seal was cracked.